Event description:
Information received by medtronic indicated that the customer reported via phone call that they were hospitalized on (B)(4) 2022 for experiencing high blood glucose. Customer¿s blood glucose reading at the time of the incident was 400 mg/dl. And insulin pump had a blank display along with battery failed alarm. Customer stated that the blank display was appeared after receiving new battery cap. It was unknown whether customer used auto mode feature. Troubleshooting was performed; however, customer will discontinue the use of device. No further patient complications were reported. The product will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. The pump was monitored for several hours and no blank display, failed battery alert/battery failed alarm, power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, failed battery alert/battery failed alarm, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022 however, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 18:45:00.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. No power error 25 and failed battery alert/battery failed alarm recorded in the formatted history file for the event date of (B)(6) 2022. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 21:46:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:44:46.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 07:17:00.000 (B)(6) 2022 07:27:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:48:00.000 (B)(6) 2022 07:58:00.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 2:45:59 pm. There was no power data available for the event date of (B)(6) 2022. Unable to check power data for low battery alert, power loss alarm and replace battery alert/replace battery now alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found slight corrosion on the electronic assembly noted. No corrosion or moisture damage found on the battery tube assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display, failed battery alert/battery failed alarm, power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. Sensor anomaly was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. The force sensor is within specification and the motor functioning properly. However, during visual inspection found slight corrosion on the electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.